Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the doctor called and said that after shaking the onyx for 3 hours, the physician used it but the physician had not seen the formula under screening, and this was a regular onyx (not l). The device was less radiopacking. No procedural stroke cineradiography images are available. The IFU (instruction for use) were followed during preparation, procedure, post-procedure. It was specifically noted that, "the formula was unseen under screen." Lesion/vessel site or location associated with the event was the renal artery. No patient symptoms or complications were associated with this event. No abnormalities were reported in relation to anatomy.